Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had hyperglycemia. Blood glucose level was 595 mg/dl. Customer declined to troubleshooting for high blood glucose. Customer reported that they had to keep rewind insulin pump. Troubleshooting was done for the further issue. Customer stated that they had issue during priming process. Drive support cap was normal. Customer was unable to exit the rewind complete and unable to the complete fill tubing process. Insulin pump will be returned for analysis.